Event description:
It was reported that the customer was experiencing high blood glucose. Customer stated it does not seem the insulin pump was delivering insulin. Customer's blood glucose was 470 mg/dl. Customer treated with bolus. The customer was assisted in performing high pressure test and test passed. Customer sated that the reservoir was not properly connected. Customer also reported air bubbles in the reservoir. Customer's blood glucose was 533 mg/dl. It was found in the troubleshooting that the insulin was not stored at a room temperature. The customer was advised to replace the infusion. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.